Event description:
It was reported that the patient was unable to get any coupling boxes and was unable to charge. The patient was also unable to interrogate with their recharger since their recent surgery. It was reviewed with the patient that there could be internal pocket swelling still present from the revision of the implantable neurostimulator (ins) pocket (a revision was done and the pocket was made deeper). It was reviewed how pocket size, depth, and location could impact coupling. It was reviewed to adjust the antenna dial and the patient turned it six times and each time no coupling boxes filled in. The antenna locate feature was used; the patient started at 52 and despite several tries the number never increased. The patient was confident they were over the ins. It was reviewed how to reposition the antenna and press the start charge button. It was again reviewed with the patient that since the new pocket was made deeper and this issue started after that revision it may be pocket depth and or residual pocket swelling. The patient reported that the implant was deep but she could still feel all the around it. The patient then mentioned someone told her the ins may have been put in backwards. It was noted that if this was the case it could result in these issues. It was reviewed with the patient that was no reason to believe that the antenna was the issue and it had never been dropped or damaged. The patient did mention that the antenna too hot came up. A damaged recharger antenna was reported. No medical or therapy problem was reported. No out of box failure was reported. The patient called back after she received a new antenna however, she still couldn¿t get any coupling bars. The patient checked the pocket site and there didn¿t¿ seem to be any external or internal swelling and the site seemed secure. The patient did received clearance to start recharging since she had the revision. The antenna locate feature was tried which did not result in any improved coupling. An appointment was scheduled for (B)(6) to see the healthcare provider (hcp) and manufacturer¿s representative (rep). When the patient talked with the rep., the rep. Directed the patient to get a new recharger to rule out any possible external component issue. No patient injury reported. The patient met with the manufacturer¿s representative (rep) and there were telemetry issues and issues communicating with the recharger. The recharger would connect but only displayed zero coupling bars. The manufacturer¿s representative (rep) was able to interrogate with the clinician programmer. When the antenna locate feature was used the rep. Got a baseline of 56 and the top number was 58. The pocket looked fine and there was no swelling in the area and the battery felt superficial. The rep. Noted the battery felt larger in the pocket than the device usually felt. It was noted the recharger and antenna had been previously replaced. Imaging was suggested to determine if there was a possible flip. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).